Event description:
It was reported that four months post implant, the battery longevity of the device was still initializing and "all other counters, etc. Are blank." It was also reported that the device was measuring high atrial lead impedance, but the patient does not have an atrial lead. Additionally, it was noted that implant detect had not been programmed off during the implant procedure; as implant detect was programmed on, the device could not collect any data. Implant detect was programmed off and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.